Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp assembly malfunctioned. The customer moved the knob and only the top adjuster moved. Also, the bottom clamp did not move. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.